Manufacturer narrative:
A customer informed cardioquip that internal testing uncovered ntm in their device. This is outside of cardioquip's specifications for water quality. The customer was informed of cardioquips recommended remediation options, these include, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. All of these options would return the device to specification and full functionality. As of the date of this report the customer has not responded to these options.

Event description:
The customer called stating the hospital's in-house water quality testing uncovered ntm in the device. Per the customer on (B)(6) 2024, the hospital sampled the water source about a month ago. Test results confirmed the devices water quality was outside of cardioquip specifications on (B)(6) 2024.